Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed order active in qs1 but showing as closed in mql and they have put override to issue the item. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that order was not active in medbank myqlink (mql). A technical support specialist found order ID (B)(4) was correctly closed in mql as the total quantity (60) matched the total pharmacy filled (60) outside the medbank system, fulfilling the order per defined logic. Investigation revealed that a recent hsce update enabled the rxe-10 field to push through to myqlink, which is not aligned with facility expectations. It was recommended to implement a procedure to prevent rxe-10 data from being passed forward. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed order active in qs1 but showing as closed in mql and they have put override to issue the item. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.